Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  Physio downloaded the electronic records from the event and confirmed that the device did lose power; however, the cause of which could not be determined. The customer was provided with a replacement device. (B)(4).

Event description:
The customer contacted physio-control to report that their device powered off by itself while transporting a patient. Medical personnel advised that they were able to immediately power the device back on and use it to continue patient care. There were no reports of adverse effects to the patient as a result of the reported issue. No further information about the patient or the event were provided.